Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 700 mg/dl. It was stated that the customer has been on a feeding tube due to a car accident he was in, and he has been experiencing high blood glucose ever since he stopped using the feeding tube. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.